Manufacturer narrative:
(B)(4) citation: journal of thoracic oncology. Conference: 14th world conference on lung cancer. Amsterdam netherlands. June 2011; 6(2):s901. (B)(4)

Event description:
Title: blake drain is feasible after pulmonary resection for lung cancer. The drainage of the pleural space after lung resection is usually performed by conventional thoracic drain but frequently creates discomfort and pain which results in restricting the early recovery. It was reported recently that the use of blake drains is acceptable to general thoracic operations. However, the indication is still controversial for lung cancer patients. A retrospective study was conducted on 166 patients (96 men and 70 women; age range: 19 to 86 years old) with lung cancer and will undergo procedure using drains. Complication included post-operative prolonged air leak in 7 patients. Trocar drains were inserted for 3 patients after the removal of the blake drains. The 3 patients were male who underwent lobectomy and has history of heavy smoking and low pulmonary function. It was concluded that the management of air leaks by drain is feasible for the patients after lung resection. However, we should consider the indication of using blake drain, evaluating the characteristic of patients.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2020.